Event description:
I am a hard-working mom of two kids in (B)(6), I could never afford to align my teeth, but always wanted to. Every day on the way to work, I kept seeing ads for a place called smile direct club. The ads looked so promising that eventually I decided to go. Everyone appeared so nice when they took my info. Everything seemed to go fine until I started experiencing a lot of pain about 3 months into the process. I started waking up with pain at night in my jaw and was having problems chewing. I tried calling, saying that I wanted to see the dr and something was going wrong, but they told me there was no dr to see and I just had to keep making my monthly payments to them. All I wanted was to close some spaces in my teeth, and now I can't sleep at night and I have a hard time going to my job, since I am so tired. I don't have a lot of money and can't afford to go anywhere to try to correct this and don't know what to do. I didn't go to (B)(6) to get some illegal plastic surgery, this happened to me right here in (B)(6) in my neighborhood. How can this be possible? How are those people not being arrested? If my government will not protect me from such illegal practices, then who will? Please help. FDA safety report ID# (B)(4).